Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic), no communication between pump to transmitter, charge/battery lasts less than expected, lost sensor alarm. The customer reported, no adverse event. The event involved product(s) mmt-1780kpk, mmt-7020a, mmt-7811na. Troubleshooting was not performed. Customer reported, a short battery life or a low battery alarm. Customer reported, pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported, a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue the use of the insulin pump and the transmitter. No product return is required for mmt-1780kpk, no product return is required for mmt-7020a, no product return is required for mmt-7811na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 10/15/2024 at 19:08:00.000 and 11/03/2024 at 21:19:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, and broken belt clip rails. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Alleged no communication between pump and transmitter not confirmed during testing. Alleged cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, and broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.